Event description:
It was reported that ventricular lead impedance had fallen from 500 ohms at implant to 260 ohms. R-wave sensing had dropped from greater than 12 mv at implant to 4.8 mv. The ventricular lead appeared to be pacing the atrium. An x-ray confirmed that the lead had dislodged into the atrium. A lead revision was scheduled.

Manufacturer narrative:
Na